Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer's blood glucose was 549 mg/dl to 574 mg/dl. Customer experienced vomiting and ketones due to high blood glucose. Customer's blood glucose at time of call was over 200 mg/dl. During troubleshooting, customer decline to perform the high pressure test. After troubleshooting, customer was advised to call back if high blood glucose persists. Customer will not be returning the device for analysis.